Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14m015 was manufactured between november 11, 2014 and november 13, 2014. Visual inspection was performed and a white floating particle was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white particulate matter floating in an unspecified location within the device. This was found before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.